Event description:
Customer reported that the alarm is sounding when the belt is attached and velcro straps are connected to the alarm. When the belt is unattached, it will also sound the alarm. It was being used with a keepsafe alarm. Three was no patient injury reported. Evaluation of the products by posey shows an intermittent alarming of the belt.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the belt is alarming intermittently. The rj11 cable insulation is loose. (B) (4).